Event description:
The customer called to report that their pump was losing a few minutes every month. The customer was instructed to revert back to manual injections per md protocol. In addition, the customer was advised that a replacement will be sent.